Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation.

Event description:
The following was reported to gore: on (B)(6) 2011, the patient presented with a mid-descending thoracic aortic aneurysm and underwent treatment utilizing a gore® tag® conformable thoracic stent graft with active control (ctag a/c). The patient tolerated the procedure. On (B)(6) 2017, the patient presented with a type 1a endoleak from the previously placed device and underwent reintervention utilizing a conformable gore® tag® thoracic endoprosthesis (ctag). The tag device was extended to the left subclavian artery. The patient tolerated the procedure. On (B)(6) 2019, the patient presented with a type 1b endoleak and underwent reintervention utilizing a conformable gore® tag®thoracic endoprosthesis (ctag). The patient tolerated the procedure. On (B)(6) 2020, the patient presented with a continued type 1a endoleak and underwent reintervention utilizing a gore® tag® conformable thoracic stent graft with active control system (ctag a/c). The device was placed to partially cover the left subclavian artery due to the continued type 1a endoleak. The patient tolerated the procedure. On (B)(6) 2022. The patient presented with a type 1a endoleak and underwent a carotid-carotid and carotid-subclavian bypass in preparation for future placement of a device to resolve the type 1a endoleak. The patient tolerated the procedure. On (B)(6) 2022, the patient underwent reintervention for resolution of previously observed proximal type 1a endoleak. Reportedly, no type 1b endoleak was observed but the physician extended distally into the celiac artery due to the previously most distal device ending in a bend. The patient tolerated the procedure.